Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an event of crack in middle of tube on (B)(6) 2025. The blood glucose level of the patient was high which was treated with pump. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2309241. The batch 6003137, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003137 was manufactured according to the work instruction (wi) version 77 and manufactured in the machine multivac 12 on 12/sep/2023, with a total of (B)(4). Assembly lot: the lot 3j00293 was assembled according to wi version 26 on-line inspection for assembly of quick set on 12/sep/2023, with a total of (B)(4) units. The lot 3j00294 was assembled according to wi version 26 on-line inspection for assembly of quick set on 12/sep/2023, with a total of (B)(4) units. Glue-tubing lot: the lot 3j00248 was manufactured according to the wi version 39 and manufactured in the machine mp04 on 08/sep/2023, with a total of (B)(4) units. The lot 3j00249 was manufactured according to the wi version 39 and manufactured in the machine mp04, mp05, mp08 on 06/sep/2023, with a total of (B)(4) units. The lot 3j00250 was manufactured according to the wi version 39 and manufactured in the machine mp04, mp05, mp08 on 09/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.